Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that during an intravascular ultrasound diagnostic procedure a vessel dissection occurred. The atlantis sr pro imaging catheter was advanced to the "very narrow" part of the left main coronary artery (lmca) multiple times. A vessel dissection occurred in the lmca during one of the diagnostic runs. It was reported that patient complications followed the vessel dissection. The atlantis catheter was removed and the patient was stabilized.